Manufacturer narrative:
Investigation: one open 32g x 4mm nano pro pen needle sample was returned from lot. No. 8275954, cat. No. 320566. Visual examination was carried out on the returned sample and a bent non patient end of cannula was observed. Due to the condition the sample was returned no clog testing could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that there were 67 occurrences where needle was bending during use with a bd pen ndl¿ 32g 4mm pro 100 box ap. The following information was provided by the initial reporter: user said the needle was blocked. Pen-end needle was bent. The retailer said the user has been used pen needle for a long time so it is not patient fault.

Manufacturer narrative:
(B)(6). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 67 occurrences where needle was bending during use with a bd pen ndl¿ 32g 4mm pro 100 box ap. The following information was provided by the initial reporter: user said the needle was blocked. Pen-end needle was bent. The retailer said the user has been used pen needle for a long time so it is not patient fault.